Manufacturer narrative:
No information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction resulting in inability to switch ventilation intermittently during a case. There was no patient injury.